Event description:
In late 2008, the pt reported elevated blood glucose readings of up to "hi" on his blood glucose meter for the past 3 days. His normal range is 90-140 mg/dl. Symptoms are slurred speech and staggering. He has treated his readings by bolusing insulin both through his infusion device and by injection, but neither are being effective in decreasing his readings. Troubleshooting did not find any leaks in his device system. The pt declined further troubleshooting as he said he was going to the hospital. On follow up with the pt eight days later, he stated he went to the hospital and was admitted with a blood glucose reading of close to 900 mg/dl. He was given an insulin injection and then put on a IV, until he was released the next day. He was given an insulin pen to use for days the he runs high. The pt stated he thinks he was not bolusing the correct amount of insulin for his meals and for his elevated readings. He stated he is currently on his infusion device and his readings have returned to normal. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.